Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: (B)(4). It was reported that the mynxgrip vascular closure device¿s (vcd) advancer tube did not come out of the shaft. Manual compression was applied for 10 minutes to achieve hemostasis. During the vcd deployment, the user shuttled down completely. Significant resistance was met when shuttling down. Unusual force was not applied when retracting the sheath from the tissue tract. The advancer tube was not engaged or visible. The plug (sealant) came out of the vcd partly. The vcd¿s balloon was deflated and the vcd was removed from the patient. Additional information was requested but was unknown. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The device was returned with a 5f cordis avanti+ procedural sheath, pulled back against the shuttle handle. Sealant was found inside the shuttle tube, exposed to blood and appeared to have ¿swelled¿. The advancer tube was engaged to the tamp lock upon receipt. The condition of the returned device indicates the device may have been manipulated by the user post procedure. The catheter, shuttle cartridge, advancer tube and tamp locks were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. During the investigation, leak testing was performed and found no leak in the balloon. The balloon was fully inflated with water and pressure was maintained and the inflation indicator performed per specification. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. Review of lot f1717101 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿advancer tube did not come out of the shaft¿ was not confirmed due to the condition in which the unit was received for analysis. The advancer tube was found engaged to the tamp lock. The exact cause of the reported event experienced by the customer may have been caused by an incomplete engagement of the advancer tube during the procedure. However, the root cause of the reported event could not be conclusively determined. Procedural factors and handling process may have contributed to the event as reported. According to the product instructions for use, users are warned to not use mynxgrip if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened. Neither the device history record review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that the mynxgrip vascular closure device¿s (vcd) advancer tube did not come out of the shaft. Manual compression was applied for 10 minutes to achieve hemostasis. During the vcd deployment, the user shuttled down completely. Significant resistance was met when shuttling down. Unusual force was not applied when retracting the sheath from the tissue tract. The advancer tube was not engaged or visible. The plug (sealant) came out of the vcd partly. The vcd¿s balloon was deflated and the vcd was removed from the patient. The vcd will be returned for analysis. Additional information was requested but was unknown.

Event description:
Addendum (09/23/2017) additional information received indicated that the device was being used for femoral arterial closure following a diagnostic. The patient was noted as recovered.